Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system onsite and confirmed that the host pc not completing boot up. Rse connected with the customer and advised after replacement of host pc unit was not booting up completely requesting information for installing. Rse advised of corrective maintenance and repair manual for 8.1.17.2 with clarity upgrade. The system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura's host-pc did not complete its boot-up sequence. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.